Event description:
Spontaneous communication from patient. Ig (B)(4) : spoke with pt husband (B)(6) regarding pump malfunction during pt last infusion on (B)(6) 2022. Pt husband reports pump stopped working so they did a manual push and wanted to confirm if that was correct. Confirmed with patient's husband that if the pump stops working, the 50ml syringe attaches to the tubing and they would push the medication manually for the infusion. Pt husband verbally understood. Confirmed with husband that we are sending a new freedom pump out stao(B)(6) 2022 as well as return pump box for malfunctioning pump. Pt husband had no further questions for (B)(4). Confirmed replacement pump is on "kanban." Unknown if product issue caused or contributed to patient or clinical injury. Unknown if actual device is available for investigation. Unknown if patient had a backup device that she was able to switch to. Reported to cvs/caremark by pt/caregiver.